Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc). Siemens dispatched a customer service engineer to the customer site. The cse performed enzymatic creatinine_2 (ecre_2) assay testing for troubleshooting purposes and observed errors with clot and dilution arm level sense. The cse performed troubleshooting on a mixer failure and aligned the mixers, sample and dilution probes, and reagent probe. Additional services included replacing the mixer and impeller and a failed printed circuit board. The cse performed an autocheck with no issues. The customer ran quality control (qc) and ecre_2 testing. The results passed, and the customer observed no issue. The atellica ch 930 analyzer performed as expected post-service repair and required no further evaluation.

Event description:
The customer obtained two discordant falsely depressed enzymatic creatinine_2 (ecre_2) results for one patient on an atellica ch 930 analyzer and did not report the results to the physician(s). The customer used the same sample and analyzer to perform repeat testing. The repeat result was higher, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.